Event description:
It was reported by the patient's wife that the physician had said the device had been defective and that the patient had the fainting spells referenced in the physician letter. The patient's wife reported the patient had been too ill at the time to have replacement surgery. The patient expired in 2007. The cause of death has been requested and not received. Additional information received from the hcp reported the patient had end stage heart failure after a fontan procedure. The physician had no other information about the patient's death. It was further reported by the patient's wife that "one lead had pulled loose."

Event description:
It was reported by the patient's wife that the physician had said the device had been defective and that the patient had the fainting spells referenced in the physician letter. The patient's wife reported the patient had been too ill at the time to have replacement surgery. The patient expired in 2007. The cause of death has been requested and not received.

Event description:
It was reported by the patient's wife that the physician had said the device had been defective and that the patient had the fainting spells referenced in the physician letter. The patient's wife reported the patient had been too ill at the time to have replacement surgery. The patient expired in 2007. The cause of death has been requested but not received. Additional information received from the physician reported the patient had end stage heart failure after a fontan procedure. The physician had no other information about the patient's death. It was further reported by the patient's wife that "one lead had pulled loose."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than two years ago. We have no information to suggest the death was device related. Cause of death was requested but not received. The device is part of the advisory for this model. Evaluation summary: no anomalies found; proximal segment returned and analyzed. Preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires. The device was returned to the manufacturer for analysis over thirty months after explant. It is unknown what conditions the device was stored under during this time. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device(s) malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested, but not received. Analysis of the device is in process; the results will be forwarded when available. Other: it was reported by the patient's wife that the physician had said the device had been defective and that the patient had the fainting spells referenced in the physician letter. The patient's wife reported the patient had been too ill at the time to have replacement surgery. The patient expired in 2007. The cause of death has been requested and not received. Additional information received from the hcp reported the patient had end stage heart failure after a fontan procedure. The physician had no other information about the patient's death. It was further reported by the patient's wife that "one lead had pulled loose. Other defective device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. Cause of death was requested but not received. It is not known if the device was explanted post-mortem.